Manufacturer narrative:
This report is submitted on february 13, 2023.

Event description:
Per the clinic, the patient experienced a scab behind the ear (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotic (specific date not reported). The implanted device remains.